Manufacturer narrative:
The following products were used in the surgery: (product ID: 1556300500, (B)(4)), (product ID: 1606300500, (B)(4)), (product ID: 55740004030, (B)(4)), (product ID: 55790014525, (B)(4)), (product ID: 55790014530, (B)(4)), (product ID: 55790014535, (B)(4)), (product ID: 55790014540, (B)(4)), (product ID: 55790015535, (B)(4)), (product ID: 55790016535, (B)(4)), although it is unknown whether any of these products caused or contributed to the reported event, we are filling this MDR for notification purpose. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that post-op, wound decubitis on surgical site happened. The products came in contact with the patient. No product problem was reported and it is unknown if any of the implanted product caused or contributed to the event or not. Revision surgery was done.